Event description:
(B)(4). I have had chronic pain and auto immune problems, since I had essure implanted. I have also had high blood pressure, rashes, dizziness, exhaustion, and many other symptoms.

Event description:
(B)(4). I tried to click other serious and non-serious (since some symptoms are serious, and some are not too serious), but it will only let me click non-serious. Can you change it to other serious, please.